Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that his onetouch verio iq meter had a power issue - does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged meter power issue first occurred on ¿(B)(6) 2015, in the morning¿. The patient manages his diabetes with insulin (self-adjuster) and on ¿(B)(6) 2015, 8:30am¿ stated that he increased his medications of ¿humalog 21 units¿. The patient denied developing any symptoms or receiving medical intervention. The patient detailed that on (B)(6) 2015, time unknown; he obtained a reading of 259mg/dl on an accucheck meter. At the time of troubleshooting the cca noted that it was not the first time the patient was attempting to test with the subject meter, there was no misuse of the product, the patient had the correct test strips and he noticed a battery indicator appeared prior to the meter not turning on. In addition cca noted that when the patient pressed the power button on the meter or inserted a new strip the meter did turn on. In addition, the patient was unable to rapid charge the battery. Replacement products were sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.